Manufacturer narrative:
Occupation is lay user/patient. The returned meter and strips were tested using a high level control. Testing results: (qc range = 4.1 ¿ 6.8 inr): customer meter with customer strips: 5.4 inr; customer meter with customer strips: 5.3 inr; customer meter with customer strips: 5.2 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant back to back inr results with coaguchek xs meter serial number (B)(4). The result from the meter at 12:20 pm was 6.4 inr. The initial sample was not detected so the customer squeezed more blood from the finger, and applied the second drop to get the result. The customer immediately retested using a new finger, and the result was 3.5 inr. The customer's therapeutic range is 2.0-4.0 inr.